Manufacturer narrative:
Device investigation: results: the catheter is kinked at 1.2 and 1.6 cm from the strain relief. A 0.070" mandrel could not be introduced through the hub of the catheter. The catheter is non-functional. Conclusion: the kink noted in the complaint at the distal end of the catheter was not confirmed. The kink was in the proximal end of the catheter at the distal end of this strain relief. Kinks in this region are usually due to operator technique during removal of the catheter from the packaging. If the catheter is bent at a severe angle during removal from the package while being held at the proximal hub end, the proximal end of the catheter may kink at or near the strain relief. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The distal zone of the neuron 070 guiding catheter was found to be kinked right after pulling out from the pouch.